Manufacturer narrative:
A ge oec svc rep investigated this issue and found defective monitors. Add'l inspection and testing revealed several other issues that were also addressed, by the svc rep, to bring sys up to optimal operational status. The facility was unable to provide specific pt info with respect to any svc issues or negative effect. There are no reports of any negative effect to pt care or treatment. Upon completion on the svc on this sys, it was tested and released to the customer for use, functioning as intended.

Event description:
The ge oec 9800 fluoroscopy sys had reported image quality issues, and add'l issues with the monitors "sleep mode" and failure to recover to normal sys operation without a sys re-boot.